Event description:
The finger grip tabs area tearing through the sterile package of 60 cc bulb irrigation syringes. This has happened several times in the past few weeks. Rptr also had one with a tear in the package at the tip of the bulb syringe. This is a disposable item so the contents are contaminated and unusable. Rptr has not experienced this problem with previous brands or with this brand until recently. Torn packages with contents and a copy of this report will be given to the local distributor.